Event description:
It was reported the patient presented for normal device change out procedure. During procedure, externalized conductors on the right atrial lead were visualized via fluoroscopy. Right ventricular lead was suspected of lead malfunction. Both leads were explanted and the right ventricular lead was replaced with competitor lead. The patient was stable throughout the event.

Manufacturer narrative:
A partial lead was returned for analysis in several segments. Visual examination revealed two external insulation abrasions breaching one of the cable lumen noted at 0.5 ¿ 0.7 cm and 4.9 ¿ 5.2 cm from the reference end. It was unable to identify the cable lumen and determine the cause of abrasion due to the received condition of the lead. The etfe cable coating was intact in one location, but unable to determine the condition of cable coating in another location as the cables were not returned for analysis. Internal insulation abrasion breaching one of the cable lumen was also noted at 1.9 ¿ 4.0 cm from the reference end. It was unable to identify the cable lumen due to the received condition of the lead. It was unable to determine the condition of the cable coating since the cables were not returned for analysis. Other damages were consistent with procedure damages. Abbott is continuing to monitor this issue.

Manufacturer narrative:
Correction -(adverse event) and outcome were checked in error in initial report and should not have been checked as the issue was noted during procedure. It is corrected in this follow up report.

Event description:
New information received states that the physician suspected that the right ventricular lead was damaged during the extraction of the right atrial lead. Hence the right ventricular (rv) lead was explanted as a consequence of the extraction procedure.